Event description:
Per the clinic, the patient experienced poor sound quality, facial nerve stimulation, dizziness, non-auditory sensations, lack of benefit and poor performance with the device since activation. It was also noted fluctuation in impedance. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery on the contralateral side.